Event description:
A customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the issue and arranged to replace the pump, instructing the customer on how to return the problematic pump within 10 days while continuing to use the current pump for insulin delivery without interruption.